Event description:
The patient was undergoing a coil embolization procedure using px slim delivery microcatheter. During the procedure, the physician attempted to insert a px slim into the hub of another manufacturer's catheter, however the px slim was unable to advance. The procedure successfully continued using a new px slim.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the pxslim was kinked in the proximal shaft approximately 13.0 cm from the hub, and kinked in the distal shaft approximately 10.2 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated the pxslim could not be inserted into the hub of a another manufacturer's catheter. Evaluation of the returned device revealed kinks in the proximal and distal shafts. This type of damage typically occurs when the device is improperly handled during removal from packaging or use. If the catheter is removed from the packaging or manipulated during insertion into the patient at an angle, the shaft may kink due to excess force and bending. The kink in the distal shaft may have caused the inability to insert the pxslim into the catheter. Penumbra products are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.